Event description:
In 2002 customer reports that an erroneous elevated accu tni was reported out of the lab. (2.09 ng/mi). This was the first samples drawn on a patient in the ER. Ckmb results were normal (not given) and total ck (182) was in the normal range. The patient had a cardiac catheterization procedure performed. The physician questioned the elevated accutni result. The sample was repeated in 7/2002 after the instrument weekly maintenance was performed. The repeat result was in the normal range (0.06 ng/ml). The patient had a second sample collected 12 hours after the ER sample. No accutni was run. Ckmb was normal at 1.4 and total ck was normal at 105. Customer had requested from the pathologist to find out if the catheterization was preformed solely on the single accutni result, or if the physician would have performed the procedure regardless of the result. As of today, that information has not been provided to company. The company has not received any reports of adverse outcomes to the patient. Accutni is not recommended as a stand-alone cardiac marker and serial samples are recommended. Accutni is not indicated as the sole determinant of ami. The accutni result should be evaluated as part of the total clinical picture.